Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
While inserting an indwelling catheter into a pediatric patient, the nurse, after completing the blood draw, inserted the scalp cannula into the prn to flush the catheter. A black, thread-like fm was discovered at the needle tip of the scalp cannula. The nurse immediately stopped flushing the catheter, removed the prn to locate the fm, the outer plastic wrapping of the prn was cut open, revealing a black fm on the inner wall of the prn. The adverse event was reported to the hospital and the manufacturer.